Manufacturer narrative:
The doctor stated that he placed extra sutures on the scleral graft to minimize peri-tubular outflow, leave viscoelastic in the eye and atropinize the patient. Lot number is not available for DHR review. Valve was not explanted and available for evaluation. IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. The patient has improved and stabilized.

Event description:
(B)(6) year old monocular patient - placed an fp8, left viscoelastic in chamber and treated with atropine. Chamber was moderately shallow with compromised vision d1. Doctor ended up injecting her with viscoelastic on day 6 due to continued shallow ac. She is making slow visual recovery.